Event description:
It was reported that post implant, it appeared that the patient was being paced in the atrium. High pacing lead impedance was observed. The lead was explanted and replaced with another lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of high pacing lead impedance was not confirmed. Analysis was normal. No anomaly was found. Electrical measurements revealed high impedance due to the helix was in retracted position. Normal lead impedance was measured when the helix was in extended position.